Event description:
The customer reported that their power supply was defective. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that their power supply was defective. No patient involvement was reported. The device was evaluated by the philip's distributor, who informed philips that the customer was using a non-philips power cord, which was defective. This resulted in a failure to power up. The issue was resolved by replacing the non-philips power cord with a philips power cord. The device was returned to the customer site after passing all required testing. There was no malfunction of the philips device.